Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through an unspecified one-link connector. The no flow was observed during setup and prior to use. Flow of fluid through the connector was only achieved with forced forward flow. The customer was unable to infuse fluids with a gravity infusion. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.